Event description:
It was reported that the device locked-up and displayed a white screen. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The user interface pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.